Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated that when the end user was coming off of his lift with his chair, the way the chair hit the ground the pressure may have caused 2 spokes in the wheel to break. MDR filed.